Event description:
The customer reported the sys failed during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. Sys operates as intended. (B) (4).